Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following: on (B)(6) 2024 at 9:00 a.m., the nurse used a cvc infusion connector to connect a central venous catheter to an infusion set, and after connecting with the syringe there were multiple instances of saline flushing not working, and the infusion connector needed to be replaced by flushing the tubing with saline to expel the air before connecting to the central venous catheter, and it was found that after flushing the tube was not working it was not possible to give the connection, and it was better after replacing the infusion connector, and it did not affect the patient.

Event description:
1. Please clarify the described event. Whether occlusion was observed? Yes 4. Please confirm how many products were affected. One 5. Please confirm when was the issue identified? During priming or infusion? During priming 6. Please confirm what medication was being administered during the event? Not used 8. Please confirm the make and model of the connecting products? Weigao pre-filled catheter flushers 10. Please confirm if there are any visible defects to the device i.e., cracks, flashes, kinks? Not found.

Manufacturer narrative:
Investigation result: a 2000e china product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 24015646. The feedback provided by the customer states that, "after connecting with the syringe there were multiple instances of saline flushing not working." Further information from the customer has stated that the reported defect was identified during priming when the connector was connected with weigao pre-filled catheter flushers. And there were no abnormalities found to the connector. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 24015646 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.